Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: the battery was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or due to a soldering defect. Events with alleged power disconnect alarms can be attributed, but not limited, to communication errors, momentary disconnections and/or battery malfunctions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed the device passed visual inspection. Functional testing revealed the battery was unable to charger or provide power to the test controller. Testing revealed that the charge and discharge field effect transistors (fets) were opened and an over-temperature discharge (otd) flag was enabled. Functional testing also revealed that the main integrated circuit (ic) was reading the temperature incorrectly and recorded an abnormally high max error value, causing the battery to become inoperable. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. Internal inspection did not reveal any anomalies. Supplemental testing was performed and the main integrated circuit was reset; after the reset, the battery performed as intended with no observed anomalies. As a result the reported no power event was confirmed. Controller log files were not available for analysis; however, the inability of the battery to provide power to the controller will result in a power disconnect alarm. As a result, the reported event was confirmed. Based on the analysis performed, the most likely root cause of the observed open fets and enabled flag can be attributed to the main integrated circuit reading the temperature and max error value incorrectly. The most likely root cause of the reported event, the observed high max error value, and the incorrect temperature observation can most likely be attributed to a faulty integrated circuit that controls the battery. An internal investigation evaluated battery main integrated circuit malfunctions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was connected properly and did not provide power to the controller which triggered a power disconnect alarm. The battery was exchanged. No patient complications have been reported as a result of this event.